Manufacturer narrative:
Investigation: visual inspection: during the investigation, no significant deformations or damage of the valves were determined . Permeability test: a permeability test has shown that all components are permeable. Computer control test: to investigate the claim of blockage, the opening pressure is measured using a miethke computer control test bench which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the accepted tolerance in both positions. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection : after dismantling of the valves, no deposits or other abnormalities were found in both valves. Results: based on our investigation results, we cannot determine functional deviations at the time of the investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. The shunt system met all specifications. No further regulatory actions are required from our point of view.

Event description:
Correction: the progav 2.0 shunt system (fx413t) should be implanted on (B)(6) 2023. A delay occurred because the shunt did not drain as desired. A replacement product from another manufacturer was used and the surgery was completed. No impairment of the patient's condition is known. The complained product was returned for evaluation to the manufacturer.

Event description:
It was reported that a progav 2.0 shunt system (#fx413t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the shunt showed a blockage during the surgery. The patient underwent a revision procedure performed on (B)(6) 2023. The complainant device has not yet returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.